Manufacturer narrative:
Additional information received indicated that the device, rv and ra leads were explanted. Four days later a new system was successfully implanted. The products are not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD), right atrial (ra) lead and right ventricular (rv) lead presented to the hospital for a routine follow-up appointment. At the appointment pocket erosion was identified. The patient was not pacemaker dependent, however the physician planned to revise the system as soon as possible in an attempt to prevent infection. No additional adverse patient effects were reported.